Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of dilaudid at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient was experiencing withdrawal symptoms. On (B)(6) 2020, the patient went in for a pump refill and a volume discrepancy was noted. The expected pump reservoir volume was to be 6.6 ml, but the hcp withdrew 20 ml from the pump reservoir. The hcp believed that it might have been a programming error. The physician stated that they would evaluate the expected versus actual volumes on the next refill appointment in (B)(6) 2020. The patient presented to the clinic on (B)(6) 2020 with withdrawal symptoms and the hcp gave the patient a 5% increase in their daily dosage to combat the patient's feeling of withdrawal. No environmental/external/patient factors that might have led or contributed to the issue were noted. It was unknown if the issue was resolved at the time of the event. No surgical intervention occurred or was planned. The patient's status was reported as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2020-apr-03. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-apr-03. It was reported that the cause of the volume discrepancy was unknown. No further complications were reported.